Manufacturer narrative:
Device was returned for analysis. The device shaft was analyzed for any damage. The devices shaft showed damage in the form of a fracture/separation located 4.2cm from the hub. The device was completely fractured/separated. The fractured/separated ends looked to be consistent with a bending and tensile force breaking. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A fracture/separation was confirmed.

Event description:
It was reported that the distal tip broke. A direxion hi-flo infusion catheter was selected for use. During preparation the distal tip of the catheter broke, the device was exchanged with another direxion hi-flo infusion catheter, there was no patient involvement.

Event description:
It was reported that the distal tip broke. A direxion hi-flo infusion catheter was selected for use. During preparation the distal tip of the catheter broke, the device was exchanged with another direxion hi-flo infusion catheter, there was no patient involvement.